Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the 321000 error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, an error 23062 and 23211 occurred on universal surgical manipulator (usm)1. The technical service engineer (tse) guided the customer to power cycle the system and the 2 errors disappeared. However, an error 32100 appeared. The tse guided the customer to recover the fault and disable the arm. The procedure was continued using three arms. There was no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not completed robotically with 3 arms. The customer converted to a laparoscopic surgery. The customer was unable to provide if additional ports were placed or if the patient tolerated the conversion. There was no reported injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Logs show multiple 32100 errors occurring on usm 1. The unit was tested on an in-house system in normal mode where it triggered a 32100 error. The unit was also tested on a psc fixture test platform (pftp) where it failed both direction test and carriage direction test where the unit would not move. A golden axes controller motor (acm) printed circuit assembly (pca) was installed, and unit passed both tests on retry. Unit passed all other required tests thereafter. As a fix, the acm pca will be replaced.